Event description:
It was reported that the patient presented for an upgrade procedure. Prior to procedure, it was noted that the right atrial lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.